Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled lead revision procedure due to right ventricular (rv) lead noise anomaly. Upon interrogation of the pulse generator, it was noted that episodes of inappropriate anti-tachycardia pacing (atp) were delivered due to lead noise oversensing. The lead also exhibited loss of capture and decreased sensing. The rv lead was capped and replaced on (B)(6) 2021. The patient did not experience adverse effects before, during, and following the procedure.